Event description:
Some of the guidewire coating might have been sheared off in the pt during a diagnostic cardiac catheterization. A seldinger needle was being used to access the vessel without an introducer. The doctor was unable to advance the guidewire to the target area due to severe bilateral plaque and heavy calcification. As the wire was being withdrawn, it became hung up (possibly on a lesion close to the access site. The entire wire was removed intact, but the coating felt rough or slightly damaged near the tip. A surgical consult based on an examination of the pt and review of x-ray films determined that no coating material remained in the vessel. Some small amount might be in the soft tissue track at the access site, but this could not be confirmed. Therefore, it was decided that no further intervention was needed. The pt condition is reported to be "fine".